Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received fully deployed. The returned device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula. The downloaded data does not show timeouts or drive stalls during the pod's run. An abnormality was observed in the rotational sensor data during operation. However, the abnormality did not replicate for the rest of the run. After downloading the pod, the device was rerun. During the rerun, no timeouts, drive stalls, hazard alarms, or rotational sensor errors were observed. Further inspection of the drive mechanism did not find any damages or abnormalities that could contribute to the rotational sensor malfunction. The root cause of the rotational sensor abnormality could not be determined. Cracks were found on the top and bottom housing of the received device. It could not be determined when or how these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.